Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". According to the customer: "magnesium sulphate going with the total volume at 250ml at rate of 125 ml per hour, however when the pump alarmed "volume infused", there was at least half of the volume remaining in the infusion. She put the infusion up herself so she is nearly 100% sure she did put the correct volume into the volume to be infused' field. She is not q- pulsing the current situation as magnesium sulphate uninfused did not cause any harm and there was no concern regarding patients health."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: g030002. Hours of operation: 50077. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The described infusion was found. The infusion was started with a rate of 125ml/h and a volume of 250ml. No abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (06-2019) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and a damage on the operating unit was found. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. 3.6 disassembling: the device was disassembled, and the inside was investigated. In addition to the damaged operating unit the bottom inner frame was slightly bent. Both errors can lead to a deviation. Additional information: a delivery accuracy measurement according to iec 60601-2-24 was arranged after the repair. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.